Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by unicel dxi 800 access immunoassay analyzer for one patient. The results were reported out of the laboratory. Subsequent testing on a re-centrifuged aliquot of the sample produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The results were obtained from a fresh sample collected in a 13 x 100 mm lithium heparin tube. The sample was stored at room temperature and was centrifuged at 3000 g for 10 minutes at 20 degrees c. The customer's policy is to repeat all positive accutni results at the time of analysis. The instrument was performing within all qc specifications. No further action or contact was requested by the customer. A definitive root cause for this event has not been determined to date.